Event description:
The complainant in the EU in (B)(6) 2022 had a cp pump placed to support a patient admitted in for a high-risk percutaneous coronary intervention. The pump was supporting for just under 2 hours and then was explanted. No harm or injury or malfunction noted. The team had enrolled the patient in the protect IV protocol and in (B)(6) 2024 the documentation was forwarded alleging an adverse event (ae) attributed to the impella. The definite ae was the ck/ck-mb rising and falling which is indicative of acute myocardial infarction. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. B.2 revised selection as it was previously selected incorrectly on the initial manufacturer device report number 1220648-2024-23470. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23470 was submitted in accordance with updated procedures.